Event description:
Pentax medical was made aware of a complaint which occurred in the united states. Customer indicated that the suction channel was blocked involving pentax medical video colonoscope model ec-3490li, serial number (B)(4). The issue was observed in the operating room prior to use. There was no patient involvement and no report of injury associated with the observation.

Manufacturer narrative:
(B)(4). RMA (B)(4) was assigned for the product return and the customer owned endoscope has not been received by pentax medical for evaluation as of 23-dec-2021. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 07-dec-2021, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 09-nov-2009 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-nov-2009. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: customer reported suction channel blocked. Therefore, we checked the returned unit and confirmed that the suction channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the suction channel. In addition, we confirmed that the lg cable connector scratched, the air/water nozzle missing, the bending rubber poor finish, the body cover grip scratched, and the air/water nozzle missing; however, they are not the main cause, and/or irrelevant to the alleged complaint.